Manufacturer narrative:
(B)(4). The customer reported that the device displayed internal paddles messages when pads were attached. There was no report of negative patient impact or outcome. The event file was reviewed by philips and the reported symptom was verified. A third party field service engineer replaced the therapy port and therapy cable to resolve the issue. We will consider this a malfunction related to an intermitted electrical connection between the therapy cable and the therapy port.

Event description:
The customer reported that the device displayed internal paddles messages when pads were attached. There was no report of negative patient impact or outcome.